Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, inappropriate anti-tachycardia pacing (atp), and inappropriate shocks. No pacing inhibition was observed. The noise was reproducible and was believed to be due to myopotential oversensing. The device was reprogrammed at that time which resolved the noise. The noise, oversensing, and inappropriate shocks continued; therefore, tachycardia therapy was programmed off. It was noted that this appeared to be due to a lead issue. Technical services (ts) discussed revising the lead. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, inappropriate anti-tachycardia pacing (atp), and inappropriate shocks. No pacing inhibition was observed. The noise was reproducible and was believed to be due to myopotential oversensing. The device was reprogrammed at that time which resolved the noise. The noise, oversensing, and inappropriate shocks continued; therefore, tachycardia therapy was programmed off. It was noted that this appeared to be due to a lead issue. Technical services (ts) discussed revising the lead. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this lead was later explanted and replaced due to noise. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.